Event description:
Alpha omega's disposable sterile cannula for neurosurgery, model: tapered cannula (pn str-000076-10) was used during a routine placement of a dbs electrode neurosurgery procedure. Following the neurosurgery, the user complained that he noticed unusual hemorrhage which he suspects that was caused by the use of alpha omega's disposable sterile cannula. No other adverse neurosurgery outcomes were reported. No remedial action was reported by the healthcare facility.

Event description:
Alpha omega's disposable sterile cannula for neurosurgery, model: tapered cannula (pn: str-000076-10) was used during a routine placement of a dbs electrode neurosurgery procedure. Following the neurosurgery, the user complained that he noticed unusual hemorrhage which he suspects that was caused by the use of alpha omega's disposable sterile cannula. No other adverse neurosurgery outcomes were reported. No remedial action was reported by the healthcare facility.

Manufacturer narrative:
Disposable tapered cannula (pn: str-000076-10) investigation included: nine (9) neurosurgery centers in europe, one (1) center in canada and one (1) center in USA are routinely using the tapered cannula. All, with the exception of inselspital-schuepbach (subject to this report) were not facing unusual brain hemorrhage while using the tapered cannula. Retesting sampled tapered cannulas (pn: str-000076-10) from finished goods stock. Consulting with 4 neurosurgeons about possible causes that may cause severe brain hemorrhage during dbs procedure. All neurosurgeons routinely use alpha omega cannulas (two are using the same cannula model). Analysis results: all cannulas passed test criteria but small percentage of the retested cannulas, from lot#: 30106, demonstrated marginal results in straightness test criteria, which according to the neurosurgeons, may not be the cause for brain hemorrhage. According to the neurosurgeons planning inexactness is the main cause for hemorrhage. Note: the tapered cannula is the thinness in diameter, therefore is sensitive to handling and shipping conditions. Actions taken by alpha omega: remedial action: 1. Recall is not relevant since the tapered cannulas (pn: str-000076-10, lot#: 30106) are not in the field anymore, alpha omega contacted the users of the tapered cannula and found that the cannulas (pn: str-000076-10, lot#: 30106) 2. Improving the straightness test by using automated tool and reducing acceptance range. Corrective action: review and as appropriate, improve the tapered cannula handling processes (i.e. Cleaning, packaging, storage and shipping) in order to improve preservation of the product.